Event description:
The device displayed lead fault while being used on a patient. There was no adverse effect on the patient.

Manufacturer narrative:
Attempts to acquire the required patient information and date of event are ongoing. Welch allyn will update this report when it has acquired this information.